Event description:
A malfunction alarm occurred with the pump, displaying malf 16, and it could not be reset. There was no adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections as a backup therapy, and a replacement pump was arranged for shipment by technical support. The customer was instructed on how to store the malfunctioning pump and agreed to return it using a designated delivery service.